Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 202 mg/dl. The customer will continue to use current pump and an alternate method for insulin therapy.